Manufacturer narrative:
Product analysis: at analysis it was determined that the device did not sense. The device is being returned to the customer unrepaired per their request. They did not approve the quote for repairs. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator originally returned for testing subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.